Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a stentgraft procedure with coil embolization in the internal iliac artery, the tip of the catheter broke during apparoch to the right internal iliac artery. The physician decided that the tip could not be retrieved with snare due to being stuck within the vessel. As of the date of this report, the tip remains within the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.